Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture and no sensing observed on the right atrial (ra) lead, and dislodgement was suspected. During the procedure to replace the ra lead, it was noted that both the ra lead and right ventricular (rv) lead had been pulled back significantly. The rv lead was pulled back further during the procedure and was repositioned as a result. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.